Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported false upstream occlusion alarms, which were reproduced. The false messages were confirmed and were found to be caused by low ultrasonic readings with a fluid filled set. The upstream sensor was replaced.